Event description:
The incident: customer informs me rt was wheeling hamilton g5 down hall and one of the casters got "caught/not moving", it was caught on the actual trolley itself. This caused the user vent to stop suddenly and cause rt to become off balance and fall.